Event description:
It was reported by (B) (4) sales representative that a 2800, 21mm aortic valve was explanted after an 81 month implant duration due to severely calcified leaflets, pre op diagnosis: aortic valve stenosis. Per sales representative, the leaflets were cut out by the hospital¿s pathology department. The only other information the sales representative was able to obtain is that the patient is on a cholesterol lowering drug. The device is available for return and will be returned by the sales representative. Please note that the device is being sent back in sales representative¿s own return kit.

Manufacturer narrative:
Calcification is heavy in the cusp area, and moderate to heavy in the free margins of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow by 3mm. Host tissue is heavy at the stent inflow and minimal to moderate at the stent outflow. Cuts in the sewing ring are evident, exposing the wireform and the band along leaflet 1. The x-ray demonstrates calcification. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.